Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific paclitaxel-eluting pta balloon catheter to treat a lesion in the sfa/popliteal artery. The device was inspected and prepped prior to use with no issues noted. During use a balloon, twist was noted. The procedure was completed with another balloon. No patient injury or clinical sequelae reported for this event. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection were carried out on the device returned: dry blood and contrast agent were found in the circuit, a twisted shape was noted on the balloon. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test did not pass, since bubbles emerged in the water column. Afterwards, the balloon was inflated in order to find the leak: during the inflation, some little wrinkles were found on the middle of the balloon (at 28 mm from the tip) and a balloon pinhole was detected (3 bar). Methods: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.